Manufacturer narrative:
The vigileo monitor was returned for evaluation. The reported issue was not confirmed by the evaluation. An over 36 hour burn-in test and fatu final test were concluded with no functional faults found. There was no physical damage that a part had to be replaced. The monitor will be shipped to the customer. The device history record was reviewed; no related non-conformances were found. No escalation is required. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that while using this vigileo monitor, the cardiac output value displayed was suspect. It was not possible to receive any additional information. There was no report of inappropriate treatment resulting from the suspect value. There was no patient injury reported. The exact incident date unknown; defaulting to aware date.

Manufacturer narrative:
Reference CAPA-20-00141.